Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was symptomatic prior to presenting in hospital for follow up. Normal end of service (eos) and high capture threshold due to patient requirement were also observed. Device replacement was scheduled. Patient was stable.